Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: imd49 lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the lead exhibited increasing impedance and threshold values. The lead will continue to be monitored and remains in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising and pacing capture threshold in the rv (right ventricle) was elevated. Rv pace impedance steady at 500 ohms through (B)(6) 2014 steadily rises to approximately 1200 ohms between (B)(6) 2014 and (B)(6) 2015. Ventricular capture management weekly trend shows threshold stable at approximately 1.5v through (B)(6) 2014 and then begins to rise and has measured greater than 2.5v consistently since week of (B)(6) 2014.